Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure coil was noted on this side') in a 44-year-old female patient who had essure (batch no. (864624,l2843)-inv,869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitation, arthritis and polyp. Previously administered products included for an unreported indication: iud from 2004 to (B)(6) 2021. Concurrent conditions included dizzy spells, diarrhea, heartburn, cyst breast (was larger,), tenderness, hypertension, neck pain, neck numbness, photophobia, pain in extremity, pain in arm, adenomyosis (ultrasound on (B)(6) 2017 ,patient concerned because she is under impression she had btl/essure.), perineal pain, dysmenorrhea, knee pain, weight bearing difficulty and walking difficulty (stairs, getting up from a seated position.). Concomitant products included meloxicam since (B)(6) 2016 for arthritis as well as ibuprofen since 2011 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), 5 months 9 days after insertion of essure. In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression (nos)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping) /menstrual cramps"). On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ too much pain, chronic/ pelvic pain"). In 2017, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain lower ("cramping/pain:lower stomach"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (salpingectomy laparoscopy;diagnostic laparoscopy hysteroscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, allergy to metals, vision blurred, bladder disorder, urinary tract disorder, abdominal pain and intermenstrual bleeding outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Discrepancy regarding date(s) of insertion: (B)(6) 2011 do not recall exact date. (As reported) and previously mentioned as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lots number 864624 and l2843 are not valid. Lot number: 869763 manufacture date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("no essure coil was noted on this side") in a 44 year-old female patient who had essure inserted (lot no. (864624,l2843)-inv,869763) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of polyp, arthritis and palpitation. Previously administered products included: iud nos. Concurrent conditions were listed as walking difficulty (stairs, getting up from a seated position.), weight bearing difficulty, knee pain, dysmenorrhea, perineal pain, adenomyosis (ultrasound on (B)(6) 2017 ,patient concerned because she is under impression she had btl/essure.), pain in arm, pain in extremity, photophobia, neck numbness, neck pain, hypertension, tenderness, cyst breast (was larger,), heartburn, diarrhea and dizzy spells. Concomitant products included meloxicam for arthritis since (B)(6) 2016, acetaminophen (paracetamol) since (B)(6) 2013 and ibuprofen since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012 she experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2013 she experienced depression ("psychological or psychiatric problems condition: depression (nos)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping) /menstrual cramps"). On (B)(6) 2015 she experienced pelvic pain ("physical pain/ too much pain, chronic/ pelvic pain"). In 2017 she experienced vision blurred ("vision/eye problems type: blurry vision"). Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain lower ("cramping/pain:lower stomach"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (salpingectomy laparoscopy;diagnostic laparoscopy hysteroscopy). At the time of the report, the abdominal pain lower had not resolved. The outcomes for device dislocation, genital haemorrhage, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, allergy to metals, vision blurred, bladder disorder, urinary tract disorder, abdominal pain and intermenstrual bleeding were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure administration. The reporter commented: plaintiff currently planning for essure removal. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Discrepancy regarding date(s) of insertion: (B)(6) 2011 do not recall exact date. (As reported) and previously mentioned as (B)(6) 2013. Date(s) of insertion: (B)(6) 2012 (as per pif discrepancy noted). Date(s) of removal: (B)(6) 2020 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): essure device was successfully occluded lots number 864624 and l2843 are not valid. Lot number: 869763, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure coil was noted on this side') in a (B)(6) year old female patient who had essure (batch no. (864624,l2843)-inv,869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitation, arthritis and polyp. Previously administered products included for an unreported indication: iud from 2004 to (B)(6) 2021. Concurrent conditions included dizzy spells, diarrhea, heartburn, cyst breast (was larger,), tenderness, hypertension, neck pain, neck numbness, photophobia, pain in extremity, pain in arm, adenomyosis (ultrasound on (B)(6) 2017 ,patient concerned because she is under impression she had btl/essure.), perineal pain, dysmenorrhea, knee pain, weight bearing difficulty and walking difficulty (stairs, getting up from a seated position.). Concomitant products included meloxicam since (B)(6) 2016 for arthritis as well as ibuprofen since 2011 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), 5 months 9 days after insertion of essure. In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression (nos)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping) /menstrual cramps"). On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ too much pain, chronic/ pelvic pain"). In 2017, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain lower ("cramping/pain:lower stomach"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (salpingectomy laparoscopy;diagnostic laparoscopy hysteroscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, allergy to metals, vision blurred, bladder disorder, urinary tract disorder, abdominal pain and intermenstrual bleeding outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Discrepancy regarding date(s) of insertion: (B)(6) 2011 do not recall exact date. (As reported) and previously mentioned as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lots number 864624 and l2843 are not valid. Lot number: 869763 manufacture date: 2011-06 expiration date: 2014-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter information, patient medical history, product removal details, event: no essure coil was noted on this side added. Case become serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.